Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2018 supplemental 03 - attachment: [02-28-2018 ftl supplemental 03.xlsx]

Manufacturer narrative:
Pc-(B)(4) date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2018 through (B)(4) 2018.

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2018 supplemental 01 - attachment: [02-28-2018 ftl supplemental 01.xlsx]

Manufacturer narrative:
(B)(4). Surgical intervention. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Ethicon MDR summary reporting exemption e2013037. Reporting period (B)(6) 2018. Total number of events ¿ 6 proceed multi-layer laminate mesh - 1. Prolene polypropylene mesh - 3. Prolene soft polypropylene mesh - 1. Ultrapro mesh - 1.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.  It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/23/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2018 supplemental 02 - attachment: [02-28-2018 ftl supplemental 02.xlsx]

Manufacturer narrative:
Date sent to FDA: 12/27/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2018 supplemental 05 - attachment: [02-28-2018 ftl supplemental 05.zip]

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2018 through january 31, 2018.

Manufacturer narrative:
Date sent to FDA: 02/13/2019. Correction: ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2018.

Manufacturer narrative:
Date sent to FDA: 4/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2018 through january 31, 2018.